Manufacturer narrative:
Date of this submission is (B)(4) 2010. This closes out this report unless additional significant information is received.

Event description:
Anonymous report from a consumer's friend indicating that the consumer developed toxic shock syndrome from an unspecified tampon. Consumer was put into a medically induced coma and had both legs amputated. Consumer was air lifted to unspecified hospital after she coded and needed to be revived.